Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 4 MDR's filed for the same event (reference 1825034-2015- 01037 / 01040).

Event description:
It was reported that the patient underwent bilateral knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on the left side on (B)(6) 2015 due to infection. All components were removed during the revision and the patient was re-implanted with competitor products except for a biomet femoral component.